Manufacturer narrative:
The reported events of insulation damage and failure to advance lead in catheter were not confirmed. As received, a complete lead was returned in one piece. The catheter used in the field was not returned with the lead for analysis. The catheter insertion test was performed, and the lead could be inserted inside the catheter and removed without difficulties. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the atrial lead exhibited a failure to advance through the catheter as well as damage to the lead insulation. The lead was not used and the operation was successfully completed. The patient was stable and asymptomatic.